Event description:
It was reported that during an implant attempt, the lead would not stay in place. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed) and there was blood/body fluid on the outer tubing overlay. The lead was received with the lobes undeployed with dried blood on them. Due to a dried blood under the overlay tubing and on the lobes, it can not be determined at this time what caused the reported deployment issue.